Event description:
The reporter contacted animas on (B)(6) 2012, alleging that unresponsive keypad buttons. It was reported that the 'up' and 'contrast' buttons were found to be unresponsive.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the 'contrast' button was found to be unresponsive. All of the other buttons were found to be responsive. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.